Event description:
It was reported that patient had an initial right total hip arthroplasty and approximately 3 weeks post implantation underwent manipulation under anesthesia due to subluxation. Due diligence is in progress for this complaint; to date no additional on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 62h, item# 010000668; lot# r7313004a. G7 vit e neutral lnr 36mm h, item# 30103608; lot#65454505. Tprlc 133 t1 pps so 15x150mm, item# 51-103150; lot#7198025. Report source ¿ foreign ¿ netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device evaluated by manufacturer: remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs and medical notes were provided however were not reviewed by a radiographer as the information provided in the documents indicates the patient was post tha and was sitting too deep in chair which caused patient to luxate. The patient received additional education on hip protocols. The root cause of the reported issue is attributed to the patient's failure to follow instructions as already reported by the hospital. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.